Event description:
Pt developed diabetic ketoacidosis as a result of faulty infusion set -medtronic recall lot 8- and spent 5 days in hosp. Pt experienced ongoing problems with infusion sets, such as tube breaking off from reservoir and high and low blood sugars as a result of incorrect amount of insulin being delivered through pump. Problems occurred between early 2009 to present. Although medtronic has furnished replacement infusion sets, they appear to not be working better, as we have experienced breakage of tubing at reservoir attachment again, as well as several high blood sugars. New infusion set appears to not fit reservoir properly. Frequency: daily. Route: dates of use: 2009. Diagnosis: type 1 diabetes. Event abated after use stopped or dose reduced?: no. Event reappeared after reintroduction: yes.